Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site was accurate for the first four hours or so of the surgery. The site then did an inter-operative magnetic resonance imaging (MRI) and they were approximately one centimeter inaccurate. The site reported that they were touching the skull and it showed them one centimeter above the bone on the top of the head.  At that point, they were pretty much done with navigation as the MRI confirmed that most of the tumor was removed.  A system checkout showed no issues.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735762, software version: 1.2.0. A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described was the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, the system was reported to be inaccurate after initially being accurate post-registration. No detail on the exact values was provide. The site reported that the patient had come out of the non-medtronic bracket during the procedure. The procedure was completed using the navigation system and there was no reported impact to patient outcome due to this issue. There was a reported delay to the procedure of five minutes due to this issue. It was reported that the site also successfully completed case right after with the same system on a different patient without any issues.